Event description:
A customer reported experiencing a cartridge alarm 30 during the load process. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support confirmed the customer had experienced repeated cartridge alarms and decided to replace the pump. The customer agreed to use multiple daily injections as a backup therapy and was provided with instructions on how to put the defective pump into storage mode prior to its return. A replacement pump was sent to the customer, who was also informed about the steps to follow upon receiving it. Technical support instructed the customer to return the faulty pump using the provided return box and pre-paid label within ten days.